Manufacturer narrative:
A patient outcome issue was reported to abbott. It was determined that immediately following an scs implant procedure, the patient could not move their legs. The patient was brought back into the operating room wherein the patient's scs paddle lead was cut and the paddle was removed while the other portion of the lead was left implanted. Further updates revealed that the patient's symptoms have subsided since the surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.

Event description:
It was reported that immediately following an scs implant procedure on (B)(6) 2023 the patient reported that they could not move their legs. The patient was brought back into the operating room wherein the patient's scs paddle lead was cut and the paddle was removed while the other portion of the lead was left implanted (related report 1627487-2023-03592). Further updates revealed that the patient's symptoms have subsided since the surgery.